Manufacturer narrative:
The customer¿s report of the pump failing to alarm for air in the tubing was not confirmed. Only the concomitant set was received; the pump module was not returned for investigation. Visual inspection of the set did not reveal any abnormalities. Functional testing via gravity and pump infusions resulted in no air formation in the tubing and no pump alarms. Instilling air into the line via the upper needle free port resulted in the lab test pump detecting the bubble and alarming for air in line appropriately. The root cause of the reported event was not determined.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the rn noted bubbles and pockets of air in the IV tubing from the pump to the patient's peripheral IV site. The alaris pump unit had not alarmed at all despite the presence of air. No obvious defect was noted in the tubing or large volume IV bag. Pump was immediately turned off and disconnected from the patient." The customer later reported that she has no other event details, however, the serious injury was due to the patient not receiving adequate pain relief.